Manufacturer narrative:
The suspect device was returned for an eval and investigation. A visual inspection was performed. The lot number was not reported; therefore, a review of the device history records could not be conducted. The eval of the device is still in progress. A f/u report will be filed when the investigation and eval has been completed. Note: the catheter was reported to be used with pump model p400x4d. Model p400x4d does not include catheters. Per the visual inspection of the returned catheters it appears to be silversoaker catheters attached to the returned unit. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.

Event description:
Drug/diluent: bupivacaine plain 0.25%. Fill volume: na. Flow rate: na. Procedure: abdominoplasty. Cathplace: lateral to the plication across rectus sheath on left side. Date of surgery: (B)(6) 2013. It was reported that a customer had a catheter break. The catheter broke inside the pt and the tip is clearly missing on one of the catheters. It is approx 3 inches that broke off. At this point, the fragment has not been removed from the pt; the physician referred the pt to have an x-ray on (B)(6) to see if the catheter fragment is visible. The catheter was removed by the pt and the catheter appeared to have a few small nicks just above the breaking point, but does not appear to have been stretched. The catheter has been saved to return.